Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicates that the customer had a blank display on their insulin pump. The customer states that the battery is not the problem. The customer was assisted with troubleshooting but the line was disconnected. The device was not returned for analysis.